Event description:
It was reported that the small battery device was making a grinding noise. This event did not occur during surgery. It was reported that the alleged malfunction was observed when the device was ¿being put away for future use¿. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings or motor assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.